Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the day before she did not eat and her glucose reading was 168mg/dl. The next day she woke up with 510mg/dl. The customer's most recent glucose reading was 120mg/dl, and she has treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. It was stated that the customer reuses the reservoir, and she does not change the infusion sets as recommended. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.